Manufacturer narrative:
(B)(4). The customer reported power supply failure. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was clarified as a failure to power up. The issue was isolated to the ac power supply.

Event description:
The customer reported that intermittently the device says "no battery" and that while sitting and charging it comes up with a red cross and it beeps. Removing the battery and putting it back on fixes it. There was no reported patient involvement.